Event description:
Customer reporting false positive sars result. Customer states the result was negative for sars when retesting the sample on the same assay 30 minutes later. It is noted the patient has an hsv eye infection causing drainage in the sinus. No confirmation testing was performed.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine source: phone.